Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support to reset the pump, which successfully resolved the issue, allowing continued use of the pump. The customer was advised to call back if the malfunction code reappears and acknowledged the instructions provided.